Event description:
It was reported that the pixel was being advanced over a guide wire and resistance was met, so the catheter was pulled back. The tip of the catheter separated when the device was withdrawn, which was easily recognized and removed. The device did not enter the patient.